Event description:
It was reported by service report that the nurse call would not alarm at the nurse station due to loose docker cable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Docker cable.